Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s battery cannot be charged. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. Per the good faith effort (gfe) response received, the battery would not charge, and charging the device overnight did not resolve the issue. A ¿battery failed¿ alarm was present, and the removed battery was confirmed to be older than five years. Per the user and service manual for v60, the battery should be replaced every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen. The device was repaired by replacing the battery assembly. The device subsequently passed all required performance verification tests per philips standards and was returned to service.